Manufacturer narrative:
The user reported discrepancies between their bg and sg values. The following examples were provided: a. 1/6 2:34 pm 150 203. B. 1/6 5:11 pm 140 178. The case was escalated to the next level of support for further review. Per recommendations from next level support, the user was advised to uninstall and reinstall the app. Customer care followed up with the user to share this recommendation, however the user stated that after calibrating 3 times their readings were now accurate. No further assistance was required. B4. Date of this report 13 may 2025. G3. Date received by the manufacturer? 13 may 2025. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Event description:
On january 6, 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Event description:
On january 6, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.